Manufacturer narrative:
During her employment the complainant handled different disinfectants, sanitizers, and other chemical products. No patient information was provided in regards to age, weight, ethnicity and race. Date of event was not provided. No information was provided in regards to lot number, therefore device manufacturing date could not be determined. The product involved in the alleged incident was not returned and no lot number was provided; therefore no further evaluation could be done.

Event description:
An alleged complaint was reported that employee developed respiratory disease specifically reactive airway disease during her employment at a hospital where the product was used.

Manufacturer narrative:
Awareness date was corrected.